Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. No moisture damage found on the battery tube and vibrator assembly. However, moisture damage was found on the electronic assembly during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was 165 mg/dl. He also reported that he received a button error alarm. The customer stated that he has at the lake and had the device inside his swimsuit. Blood glucose value was in the low 200 mg/dl range. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.